Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new 18 cm x 12.5 mm ambicor penile prosthesis was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ambicor device was visually inspected. One cylinder had a leak in the outer tube that was the result of wear at the corner of a fold. This cylinder had buckling folds. The other cylinder had a leak in the outer tube that was the result of wear at the corner of a fold. This cylinder also had buckling folds. The pump performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new 18 cm x 12.5 mm ambicor penile prosthesis was implanted. The event resolved. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.